Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: ¿once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that upon returning from a CT (computerized tomography) scan the device produced a low flow alert. Therapy was interrupted in order to place the patient onto a second device. Therapy was resumed on the second device; however, the flow remained low. Per troubleshooting, the pads were disconnected and reconnected and the flow rate was 0.3lpm. Therapy was interrupted in order to replace the pads with a new set of pads. Therapy was resumed with the new set of pads with no further issues.